Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2014 due to chest pain. Coronary angiography showed bilateral vascular lesions. A 3.0 x 38mm and a 3.5 x 12mm xience xpedition stent in series were implanted in the mid to distal right coronary artery (rca) with 99% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2015, the patient was re-hospitalized for chest tightness. Neither coronary angiography or computed tomography (CT) were performed and the patient received conservative drug treatment. On (B)(6) 2015, the patient was re-hospitalized for chest tightness. Neither coronary angiography or CT were performed and the patient received conservative drug treatment. The patient was discharged on (B)(6) 2015. Reportedly, the stents remain patent; however, the physician reports that the relationship between the event and the device is not known. The patient remains in good health. No additional information was provided.